Manufacturer narrative:
Concomitant medical products: dtma1d1, crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, a high number of short v-v intervals, oversensing of noise, and had a fracture. The patient experienced inappropriate therapy. The lead was initially programmed off and later capped and replaced. No further patient complications have been reported as a result of this event.